Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were experiencing pain at the incision site and that they had blood on the bandage. The patient stated that they were leaking urine and were still having a lot of residual urine. It was indicated that at the time of report the issue was not resolved. Additional information was received from the patient on 2017-apr-18. The patient reported that they were in pain and had slight bleeding on their bandage. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.